Event description:
It was reported that this atrial lead was explanted due to oversensing. The right ventricular lead which also showed oversensing was left actively in the patient and did not show any peculiarities since the revision procedure.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint solia s 53 sn (B)(6) was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The lead solia s 60 sn (B)(6) remained in the patient. The quality documents accompanying the manufacturing process for the leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.